Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that a 27mm bioprosthetic aortic valve, implanted for approximately ten (10) months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm bioprosthetic aortic valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation as the hospital confirmed that it was not available. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Follow up attempts to obtain further information were performed and hospital could not provide additional information. Without the return of the device or additional information, edwards is unable to investigate root cause for the explant. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.